Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the proglide was deployed but did not retreat and got stuck in the patients right groin. To retrieve the device, a cut down was performed and the vessel was sutured. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis; however, factors that may contribute to the device getting stuck in the anatomy include, but not limited to, tissue or suture caught in the foot, spasm in femoral vessel or foot not fully parked. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3 - the device was initially reported as returning for analysis but has now been reported as not returning.

Manufacturer narrative:
The device was returned for analysis. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported entrapment; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: the device was returned for analysis. E1: initial reporter name (distributor) added. H6: type of investigation code 4114 was removed, h6: investigation finding code 3221 was removed. H6: investigation conclusions codes 67 and 4311 were removed.